Event description:
Event description boston scientific crm received information that a transtelephonic monitoring (ttm) evaluation determined that this ventricular lead was unable to consistently capture the myocardium, with no capture observed upon magnet application. The patient was reported to have a slow underlying rhythm and reported feeling weak. During a system evaluation at the clinic, the right ventricular lead displayed increased threshold measurements. No adverse patient effects were noted.